Manufacturer narrative:
This device is included in the medical device field correction notification, "potential for instrument breaking ¿ medtronic navigated solera screwdrivers" (september 2015). The revised instructions for use (IFU) were also provided with the notification.

Manufacturer narrative:
Patient identifier not available from the site. Patient weight not available from the site. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Field representative was onsite when the reported event took place. The damaged instrument was not returned to manufacturer for analysis, therefore, no findings are possible.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the tip of the instrument sheared off within the screw. This occurred while placing the screw into the patient. The surgeon removed the screw and replaced it with another screw. The screw was only partially in the anatomy when the instrument broke and they did not believe that they were using the instrument outside of the instructions specified within the IFU. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
An analysis into similar reported events was investigated by medtronic personnel. The investigation determined the root cause to be: screwdrivers were subjected to torque loads above what the drivers were designed for. The higher torque levels were necessary to seat the screws into the pedicles during spinal fusion procedures. Factors that contribute to the difficulty in seating the screws are: dense bone, large diameter screws, the hole for the screw not drilled to the proper diameter, and the hole for the screw not tapped adequately, either in the diameter or the length.